Event description:
The patient has endophthalmitis. The doctor does not appear to believe the event is lens related at this time. The expiration date of the lens is 31-aug-2015. The company has been attempting to get more info from the doctor.